Manufacturer narrative:
Device evaluated by manufacturer - evaluation of a representative sample of the related medical device is summarized.

Event description:
On (B)(6) 2015, the end user reported that she used the device on a small open wound on her lower stomach. The device left marks where the adhesive touched her skin. Two weeks later, the mark is visible and now she has a scar.

Manufacturer narrative:
Returned samples of the device have not been received from the consumer.